Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, line a was programmed to delivery an unspecified IV solution. Line b was programmed in the piggyback mode, to deliver an unspecified medication, for a duration of 2 hours. No further programming parameters were provided. After approx 1 hour, the customer contact reported the pump had "switched from line b to line a." The customer contact reported the pump was not programmed to switch to line a after the delivery on line b completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.